Event description:
It was reported that this right ventricular (rv) lead exhibited out of range (oor) high shock impedances. Technical services (ts) reviewed the data and stated that the shock impedance measurements were varying between 62 ohms to 135 ohms over the last year. There was no evidence of lead noise and all other lead measurements were within normal range. Ts stated to consider increasing the upper limit for oor to 150 ohms and also to consider max energy commanded shock options. The health care professional (hcp) will be further discussing with the physician. This rv lead remains in service. No adverse patient effects were reported.